Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered an issue with the rotary valve and replaced it. The cse controlled the integrated multisensor technology (imt), and performed a clean. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that sodium precision and accuracy improved to within expected limits with acceptable quality control performance after the service visit was completed. The cause of the discordant sodium results was a faulty rotary valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one a patient sample on a dimension vista 1500 instrument. The sample was repeated on the same instrument, resulting high. The discordant results were not reported to the physician. The sample was then repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). A siemens customer care center (ccc) specialist obtained instrument files. The data indicates there were additional sodium results which did not match between the initial and repeat run on the same instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, and the results obtained were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.